Event description:
(B)(6) results and confirmed with (B)(6) confirmatory testing was observed by the customer on two patient samples. The results from additional (B)(6) testing on the initially (B)(6). The patient samples were sent out to a reference laboratory for verification testing and the results were (B)(6). The test results were what was reported by the customer. There was no known report of patient treatment being altered or adverse health consequences due to the initially (B)(6) assay results.

Manufacturer narrative:
The cause for the (B)(6) results that were confirmed with (B)(6) confirmatory testing is unknown. The customer's quality control results were acceptable at time of the discordant results and no other patient sample were affected. There is no patient samples available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.